Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a "calibration issue" occurred. The sensor was inserted into the skin. On (B)(6) 2026, it was reported via email that the patient reported being hospitalized ¿due to a calibration issue with their g6 sensor¿. The patient¿s bg level reached over 700 mg/dl during the event. The patient was also wearing a tandem insulin pump. However, no further patient or event details were provided, including patient symptoms, treatment details, or length of hospitalization. The patient¿s call was disconnected while transferring to another department. Attempts to reach the patient or further event clarification were unsuccessful. No other patient or event details were available. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.